Event description:
Boston scientific received information that the right atrial (ra) lead pacing impedance measurements were chronically less than 200 ohms. Additionally, pacing was not observed. The patient with this device system was hospitalized for non-heart related symptoms. Technical services was consulted and discussed programming recommendations. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.